Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After deployment of the mynx control vascular closure device (vcd), the patient coded and required cardiopulmonary resuscitation (CPR); then transported to the intensive care unit (ICU). Initially thought cardial/vagal response. Groin was soft. "Hg" initially stable. Later, "hg" began dropping with pain. Computed tomography (CT) showed moderate to severe retroperitoneal hemorrhage. Physician claims puncture was in correct location. Patient was taken to the operating room (or). The vessel diameter was verified to be greater than 5 mm in diameter. The patient¿s inr was less then 1.5 the vessel access did not have stenosis greater than fifty percent at or near the puncture site. The procedure used an retrograde approach. A single wall single puncture of the common femoral artery junction of superior one-third and inferior two-thirds of femoral head. A 6fr competitor's sheath was in place. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. After deployment of the mynx control vcd, the patient coded and required CPR. Then transported to the ICU. The vcd is not available for analysis.

Manufacturer narrative:
After deployment of the mynx control vascular closure device (vcd), the patient coded and required cardiopulmonary resuscitation (CPR); and was then transported to the intensive care unit (ICU). Initially, the client thought the issue was "cardio/vagal" response. The groin was soft and "hg" was initially stable. Later, the "hg" began dropping with pain. A computed tomography (CT) scan showed moderate to severe retroperitoneal hemorrhage. The physician claimed the puncture was in the correct location. The patient was then taken to the operating room (or). The vessel diameter was verified to be greater than 5 mm in diameter. The patient¿s inr was less then 1.5 the vessel access did not have stenosis greater than fifty percent at or near the puncture site. The procedure used an retrograde approach. A single wall single puncture of the common femoral artery junction of superior one-third and inferior two-thirds of femoral head. A 6fr competitor's sheath was in place. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. After deployment of the mynx control vcd, the patient coded and required CPR. Then the patient was transported to the ICU. The product was not returned for analysis. A product history record (phr) review of lot f2203101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿retroperitoneal hemorrhage¿ could not be confirmed as nor the product or procedural images were returned for analysis. The exact cause of the reported event could not be conclusively determined. A retroperitoneal bleed is a type of hematoma and defined as internal bleeding into the retroperitoneal space. This most often occurs due to a backwall stick, but may be worsened with anticoagulant therapy. There are several risk factors associated with bleeding complications. Patient demographic risk factors include advanced age, female patients, high or low bmi, and comorbidities (renal disease, diabetes, vascular disease). Additionally, vessels that are small in size, scarred from previous surgeries, and or have presence of calcium/pad may also cause the patient to be at higher risk. Procedural related factors include procedure type (interventional procedures tend to be longer and use larger sheath sizes, so there is more trauma to the vessel), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. According to the instructions for use which is not intended as a mitigation of risk, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ neither the phr review nor the information provided suggests that the reported event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.